Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-14320.

Event description:
Customer initially reported via phone call having issues with the sensor. During troubleshooting, the customer reported experiencing low blood glucose blood glucose value at the time of the event was 44 mg/dl; current reading is 52 mg/dl. Customer had not treated. The drive support cap appears normal. Most recent set change was on (B)(6) 2015 and customer was disconnected during the rewind/prime sequence. The reservoir is showing the same amount of insulin as shown on the status screen. Blood glucose value at the end of the call was 64 mg/dl. Customer stated that the doctor is still adjusting the settings on the insulin pump as the latest adjustments are not working.